Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of defibrillation and sensing functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Analysis did not identify any device characteristics that indicated this device was exhibiting the electrical overstress behavior.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The device was also included in the emblem s-ICD overstress advisory. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The device was also included in the emblem s-ICD overstress advisory. No additional adverse patient effects were reported. The explanted device was returned for analysis.